Event description:
It was reported that the cord of the autopsy saw 115v is splitting by the silver cord retention spring. It was confirmed that there were bare exposed wires on the cord. This was noticed during inspection of the device. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the external sheath of the cord was cut, but the internal wires were still protected by their insulation, this was likely due to accidental mechanical damage. The device will not be repaired and returned to the customer. The product will be disposed of by the manufacturer.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the cord of the autopsy saw 115v is splitting by the silver cord retention spring. It was confirmed that there were bare exposed wires on the cord. This was noticed during inspection of the device. There was no patient involvement and no adverse consequences associated with the device.